Manufacturer narrative:
Continuation of concomitant products: 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high atrial threshold. Follow-up with the physician's office noted that the patient had fallen around the time the threshold had gone up. The lead remains in use. No further patient complications have been reported as a result of this event.